Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had bleeding at midline incision. It was noted that the patient developed an infection. The patient was prescribed antibiotics. The physician believed that infection was not device related. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician found a staphylococcus infection and symptom of drainage was noted at the patient's incision site. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator model #: sc-4316, lot # (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had bleeding at midline incision. It was noted that the patient developed an infection. The patient was prescribed antibiotics. The physician believed that infection was not device related. The patient was doing well.